Event description:
The patient contacted animas on (B)(6) 2014 reporting that they may not have setup the insulin on board (iob) feature correctly when they received the replacement pump. The patient stated that they recalled the setting being turned on before using the pump and now it is turned off. The patient stated that their blood glucose (bg) was 30-50mg/dl without symptoms. The patient self treated with two to three glucose tablets and crackers. Per the patient, the basal settings were correct. Customer support (cs) educated the patient and their healthcare professional office receptionist on the iob feature. This report is being made due to the hypoglycemic event the patient experienced that resulted from the patient not understanding the iob function feature on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient not understanding the iob function feature on the pump).